Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported false vtach and an inability to analyze 12 lead ECG. There is no report of negative patient impact.